Event description:
It was reported that the patient had diaphragmatic stimulation in all configurations of the left ventricular (lv) lead. The lv lead had unacceptable thresholds of greater than 3 volts. Also, the right ventricular (rv) lead threshold abruptly became greater than 3 volts. The lv and rv leads were both capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: d314trg implantable cardioverter defibrillator 2011-(B)(6), 4194 implantable pacing lead 2008-(B)(6), 5076 implantable pacing lead 2008-(B)(6). (B)(4).